Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation at the collar with blood in the shaft and a damage to the tip of the device that appeared to be folded back into itself. The outer diameter (od) of the distal shaft was measured and met specifications, however; the tip could not be measured due to the tip damage. The inner diameter of the collar was measured. Functional testing was attempted by trying to load the guidezilla into a 6f (test) guide catheter, but the guidezilla could not load due to the damaged tip. A test balloon catheter was loaded into the collar of the guidezilla and advanced smoothly until it reached the tip of the device, where it stopped advancing due to the tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable base on device analysis completed on (B)(6) 2017. It was reported that there was some resistance during advancing the device. The target lesion was located in the left anterior descending artery to the left main trunk. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that there was some resistance in advancing the device. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. However, device analysis revealed a partial separation at the collar in the shaft.